Manufacturer narrative:
.

Event description:
It was reported via phone call that the auto mode feature was not active.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 437 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated with intravenous insulin. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.